Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set ¿split at joint below chamber.¿ this occurred during infusion of chemotherapy, and led to the chemotherapy spilling on the floor and splashing onto a staff member. The set had been in use for around 3 hours and 15 minutes at the time of the event. The reporter stated that the infusion bags had been changed five times during this event. There was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, 24 companion samples were received for evaluation. The 24 companion samples underwent push pull tests and no non-conformities were found. The samples met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.